Manufacturer narrative:
Updated data: b5 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that during the valve implant, a non-medtronic guidewire was used. During the implant, the direction of the valve dislodgement was aortic.

Event description:
It was reported that prior to the attempted implant of a 26 millimeter (mm) transcatheter valve in a patient with an annular perimeter of 71.2 mm, a pre-implant balloon aortic valvuloplasty (bav) was performed due to calcification. Upon the first deployment attempt, the implant depth was 0 mm on the left coronary cusp (lcc) and the valve was recaptured. Upon the second deployment attempt at 80% deployment, a dislodge was observed and the valve was recaptured. Upon the third deployment attempt at 80% deployment, a dislodge was observed again. The 26 mm valve was withdrawn from the patient, and the physician decided to use a 29 mm transcatheter valve which was successfully implanted. Per the physician, the patient's anatomy, specifically the annular perimeter of 71.2 mm, contributed to the dislodges. It was noted that a 10 minute procedural delay occurred. Following the implant procedure, the incorrect serial nu mber was provided on the patient's registration card. A new card with the correct serial number along with a data correction letter was sent to the patient. No patient complications were reported as a result of this event.

Manufacturer narrative:
Continuation of d10: product ID evfxplus-26 (serial: (B)(6)); product type: 0195-heart valves; implant date n/a; explant date n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b5. Added third paragraph. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the attempted implant of a 26 millimeter (mm) transcatheter valve in a patient with an annular perimeter of 71.2 mm, a pre-implant balloon aortic valvuloplasty (bav) was performed due to calcification. Upon the first deployment attempt, the implant depth was 0 mm on the left coronary cusp (lcc) and the valve was recaptured. Upon the second deployment attempt at 80% deployment, a dislodge was observed and the valve was recaptured. Upon the third deployment attempt at 80% deployment, a dislodge was observed again. The 26 mm valve was withdrawn from the patient, and the physician decided to use a 29 mm transcatheter valve which was successfully implanted. Per the physician, the patient's anatomy, specifically the annular perimeter of 71.2 mm, contributed to the dislodges. It was noted that a 10 minute procedural delay occurred. Following the implant procedure, the incorrect serial nu mber was provided on the patient's registration card. A new card with the correct serial number along with a data correction letter was sent to the patient. No patient complications were reported as a result of this event. Additional information was received that during the valve implant, a non-medtronic guidewire was used. During the implant, the direction of the valve dislodgement was aortic. Additional information was received indicating that the valve was deployed at the bottom of the pigtail. At 80% deployment, the valve dislodged in the aortic direction to a depth of -2 or -3 mm.